Manufacturer narrative:
This is one of two initial/final MDR report being submitted for this complaint with associated MFR# 3008264254-2016-00075 and 2954740-2016-00262 (B)(4). The reported event of the prowler catheter being obstructed could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by a contact at the user facility that during a coil embolization of a ruptured aneurysm at the right posterior communicating artery the physician experienced resistance when using three presidio coil (pc410041230/lot# c18183, c19118 and c20979) and a prowler select plus catheter (606s155fx/17358075). The aneurysm measured 10 mm x 4 mm x 4 mm. A prowler select lp es was selected as the micro catheter. The aneurysm was accessed without incident using a synchro guide wire. The prowler select micro catheter was then tracked over the wire and into the aneurysm without incident. The physician then attempted to insert a presidio microcoil 4 x 11.5 (lot# c18183). Upon introduction into the micro catheter resistance was encountered in the proximal shaft of the catheter and the coil was unable to be pushed distally. The physician then removed the presidio microcoil. The physician then used the synchro guide wire to re-access the aneurysm ensuring that the micro catheter lumen was intact. The physician then re-attempted to introduce the presidio microcoil without success, as the same resistance issue was experienced. The physician then requested that a new presidio 4x11.5 microcoil (lot# c19118) be opened and the first presidio was discarded. The second presidio encountered the same exact problem and was also discarded. The physician then requested a new micro catheter and an sl-10, .0165 ID, was chosen. The prowler select mc was discarded. The sl-10 was introduced into the aneurysm without incident. A third presidio 4 x 11.5(lot# c20979) was requested. Upon attempting to insert the third presidio 4 x 11.5, the same resistance issue was encountered. The coil was then removed and discarded. The physician then requested a presidio 5 x 17 (lot unknown). This coil was inserted into the sl-10 and deployed into the aneurysm without incident. Next, the physician introduced a presidio 4 x 11.5 (lot unknown) into the aneurysm and deployed it without incident. The physician then introduced into the aneurysm, and deployed without incident, an ultipaq 3 x 6 (lot unknown) and a deltaplush 3 x 4 (lot unknown) respectively. This was the final aspect of the intervention and the patient was in good condition. The patient was a (B)(6) male whose vessels were reported to be of medium tortuosity. There were no damages reported on the complaint products prior to use or upon removal. The procedure was delayed by 20 minutes. It was reported that the complaint products are not available for analysis.